Event description:
A copy of the medwatch report from FDA was received, which states, ¿"battery defective"- "please pull out of service". Clinical engineering replaced battery and returned to service.¿ there was patient involvement but unknown impact.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿"battery defective"- "please pull out of service". Clinical engineering replaced battery and returned to service.¿ there was patient involvement but unknown impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.